Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with multiple m31 air detected in cassette warnings during fill 4 of 4 of treatment. A fluid leak was reported from one of the tubing lines, and fluid was seen at the bottom of the tubing. The film on the back of the cassette was not loose. Air bubbles were reportedly found in all the lines. The patient was advised to follow up with peritoneal dialysis registered nurse (pdrn) regarding the completing treatment. Upon follow-up, the pdrn confirmed the reported event and stated the patient noticed during fill 4 of 4 of treatment and following several cycler alarms that the patient line had a small pool of fluid at the bottom of the line and was leaking fluid. Per pdrn it was unknown where exactly along the patient line from which the fluid was leaking. The pdrn stated there was no fluid contact with the cycler or fluid leak noted from any other components. Per pdrn the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was advised by the on-call nurse to discontinue treatment using the cycler and performed a manual drain to complete treatment on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has remained asymptomatic. It was noted that there was no observed defect or damage seen on the set set prior to the reported leak. Per pdrn the patient confirmed they are continuing with peritoneal dialysis without issue and without reoccurrence of the reported event. The set was discarded and was no longer available to be returned for evaluation.

Manufacturer narrative:
Correction: a1.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with multiple m31 air detected in cassette warnings during fill 4 of 4 of treatment. A fluid leak was reported from one of the tubing lines, and fluid was seen at the bottom of the tubing. The film on the back of the cassette was not loose. Air bubbles were reportedly found in all the lines. The patient was advised to follow up with peritoneal dialysis registered nurse (pdrn) regarding the completing treatment. Upon follow-up, the pdrn confirmed the reported event and stated the patient noticed during fill 4 of 4 of treatment and following several cycler alarms that the patient line had a small pool of fluid at the bottom of the line and was leaking fluid. Per pdrn it was unknown where exactly along the patient line from which the fluid was leaking. The pdrn stated there was no fluid contact with the cycler or fluid leak noted from any other components. Per pdrn the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was advised by the on-call nurse to discontinue treatment using the cycler and performed a manual drain to complete treatment on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has remained asymptomatic. It was noted that there was no observed defect or damage seen on the set prior to the reported leak. Per pdrn the patient confirmed they are continuing with peritoneal dialysis without issue and without reoccurrence of the reported event. The set was discarded and was no longer available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with multiple m31 air detected in cassette warnings during fill 4 of 4 of treatment. A fluid leak was reported from one of the tubing lines, and fluid was seen at the bottom of the tubing. The film on the back of the cassette was not loose. Air bubbles were reportedly found in all the lines. The patient was advised to follow up with peritoneal dialysis registered nurse (pdrn) regarding the completing treatment. Upon follow-up, the pdrn confirmed the reported event and stated the patient noticed during fill 4 of 4 of treatment and following several cycler alarms that the patient line had a small pool of fluid at the bottom of the line and was leaking fluid. Per pdrn it was unknown where exactly along the patient line from which the fluid was leaking. The pdrn stated there was no fluid contact with the cycler or fluid leak noted from any other components. Per pdrn the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was advised by the on-call nurse to discontinue treatment using the cycler and performed a manual drain to complete treatment on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has remained asymptomatic. It was noted that there was no observed defect or damage seen on the set prior to the reported leak. Per pdrn the patient confirmed they are continuing with peritoneal dialysis without issue and without reoccurrence of the reported event. The set was discarded and was no longer available to be returned for evaluation.